Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the 31st of december 2015 for further investigation. During the investigation the fse replaced the diluent line. Instrument is functioning as intended and was released. No further action required by the fse. The most probable cause of the reported event was due to diluent tubing. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On the (B)(6) 2015 the customer reported liquid leak from the diluent line in the back of the aia-360 instrument. The technical support group (tsg) instructed the customer to perform a prime of the diluent to see if the leak is coming from the port or the line itself. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting ckmb and ctni 2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.